Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode pulled on it, causing dislodgment. The physician opted to explant the electrode and implant a new electrode. Additionally, the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to normal battery depletion during the procedure. A request for electrode return is being sent to the field. No additional adverse patient effects were reported.